Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing and received a service code 203, failed pulse test. Upon investigation, the windings in the t3 transformer on the defibrillator board were shorted. The cause of the failure is the shorted windings. The root cause of the shorted windings cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it failed incoming functionality testing.